Manufacturer narrative:
We checked with our trend analysis records, which reflect that from 1994 to 2004 we have not received any complaints regarding this type of article. We also went through all our production documents which refer to this lot no. And would like to confirm, that the right steel/components have been used and that the instrument have been manufactured in accordance with the given specification for our production. A hardness test was performed, the result is within the range of tolerance. Comparing the instrument to our production sample, as to the dimensions and as to the given production specifications, no deviations could be found. The fracture was examined under magnification. The fracture shows a fine-grained structure. No dispersed carbides or grain carbides were found in the structure, which could have influenced the beak resistance of this material. We instructed the technical test lab to examine the instrument. The result was, that the damage found did not occur under normal circumstances. There must have been an overstressing of the instrument, which does not apply to the intended use. Conclusion: the exact cause for the breaking off, of the tc instert cannot conclusively determined.

Event description:
According to the distributor, the tip broke off in the patient's thumb during a procedure and was received by the surgeon. No pt injury occurred.